Event description:
Report received of the connection coming loose during patient use. It was reported that the connection was coming undone at the pigtail flush device. The luer locks were tightened during set up. At an unspecified time later, the connection at the pigtail flush device was undone and noted to have "come loose on it's own". There was an estimated blood loss of 50ml's, reportedly in the patients bed linen. The patient did not require any blood transfusions as a result of the blood loss. The patient was in the intensive care unit but no additional information was available. There was no report of adverse patient sequelae.